Event description:
Hosp ed personnel were pacing a pt for approximately 45 minutes with the device and hands-free pacing electrodes when, according to the reporter, the device stopped pacing. The reporter said that no one saw or heard any alarms. The pads were changed then pacing subsequently continued without interuption. No adverse affects to the pt were reported as a result of the alleged malfunction.